Manufacturer narrative:
No patient information provided as no patient was reported as being involved in this concern. During the onsite inspection, the medtronic representative reported that a piece of the cover had broken off and fell into the inside of the gantry which prevented the rotor from spinning. The rep cleared the debris, performed a gain calibration, invalidated home and tested the x-ray. 2d & 3d imaging were within specifications. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the gantry door would not close and was making a clicking sound. No patient was reported as being present during the time of the incident.